Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the perceived root cause for the malposition with subsequent pvl was due to patient (heavily calcified annulus and leaflets) and procedural (placement of the valve) factors. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during implant of a 29mm sapien3 valve in the aortic position., the valve was deployed too low resulting in a moderate paravalvular leak (pvl). A second valve was implanted in a higher position and the pvl was resolved. Per report, the perceived cause was the native annulus and leaflets were so heavily calcified and it appeared that the basal ring of the annular plain was actually higher, which was misleading that the valve was in the correct position for deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.